Event description:
The end user fell when rising from a sitting position and suffered three hairline fractures of her hip.

Manufacturer narrative:
It was reported by the daughter of the end user that her mother had applied the brakes on the wheelchair and rose from sitting position. When the brake did not hold, her mother fell and suffered three hairline fractures of her hip. Surgical intervention was required. The daughter also stated that the mother reported that the brake had not been working correctly for the last month but that she continued to use the wheelchair. The wheelchair was evaluated. The brakes were found not to be properly adjusted. Because the brake assemblies were not properly spaced from the tire, the locking mechanism did not always fully engage and lock the rear tires from movement. The wheelchair did not appear to be properly maintained periodic maintenance should include checking brake functionality. The root cause was determined to be a lack of maintenance.